Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 64 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer states the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing. Customer stated that the display did not return. Customer stated that the battery compartment was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.